Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an orcapod was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the seal biopsy valve was leaking. Additionally, the complainant reported several issues with the orca valves (difficulty removing, difficulty pressing, leaking, and suction issues.) It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.